Event description:
During a review of the pt's programming/device diagnostic history for a battery life request, it was found that a faulted systems diagnostic test occurred resulting in the pt's device being programmed to 0 ma. No final interrogation was performed; therefore, the setting change was not observed/addressed until a subsequent office visit. There were no reports of any pt adverse events as a result.

Manufacturer narrative:
Review of programming/device diagnostic history.